Manufacturer narrative:
No product was returned for investigation.  A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported cause of the cardiac perforation and subsequent death could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00345, 2182269-2019-00089, 2030404-2019-00052. During a left atrial flutter ablation procedure, a cardiac perforation and subsequent death occurred. Following ablation in the left atrium, the cavo-tricuspid isthmus line ablation was continued in the right atrium. An audible steam pop occurred. The procedure was paused, the patient was assessed, and the procedure continued. Two additional steam pops were noted and the procedure continued. Ice imaging noted an effusion on the right side for which a pericardiocentesis was performed. The patient was followed with surgical intervention, however expired intra-operative. There were no performance issues with any abbott device.